Event description:
It was reported that the patient experienced fluid loss with the artificial urinary sphincter (aus). The aus cuff was explanted and a aus 4.0cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.